Manufacturer narrative:
This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2023-00086 submitted on 20nov2023 can be removed. This brush head was found to be counterfeit.

Event description:
This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2023-00086 submitted on 20nov2023 can be removed. This brush head was found to be counterfeit.

Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that a diamondclean brush head broke into pieces during use. No injury was reported. A potential choking hazard was identified.